Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings).

Event description:
It was reported that during use, cardiosave intra aortic balloon pump(iabp), balloon will not connect. There was no harm or injury reported.

Manufacturer narrative:
Due character limit e1: event site name: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields- h6(medical device problem code). A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the fiber-optic assembly. The fiber-optic port was working in accordance with OEM specifications.